Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
During a thrombectomy procedure with the retriever (subject device), thrombolysis in cerebral infarction (tici) score 2b reperfusion was able to be obtained after one pass; however, severe stenosis of the vertebral artery was observed. The following day, the patient developed cerebral infarction which was caused by restenosis of the vertebral artery and no medical treatments were performed. Approximately 3 days post procedure, the patient died. No further information is available.

Manufacturer narrative:
The subject device was disposed of.

Event description:
During a thrombectomy procedure with the retriever (subject device), thrombolysis in cerebral infarction (tici) score 2b reperfusion was able to be obtained after one pass; however, severe stenosis of the vertebral artery was observed. The following day, the patient developed cerebral infarction which was caused by restenosis of the vertebral artery and no medical treatments were performed. Approximately 3 days post procedure, the patient died. No further information is available.